Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the arm threw a non-recoverable error. The arm was restarted and there were no further issues. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly had an error. An error code for 'linked to arm non-recoverable error - robotic arm joint 5 position failure' was observed. The sensors on the side of the z-slide were inspected for positioning of the instrument drive unit (idu). Multiple calibrations, range and motion, and idu positioning tests were performed, but unable to recreate the error in the field. The arm cart is ready for clinical use. Evaluation of the logs indicated that the arm cart assembly experienced a robotic arm joint 5 redundancy check failure, triggering an error code for 'linked to robotic arm joint 5 redundancy check - runtime'. This occurs when when of the limit switches on the z-slide is triggered while exceeding the expected position range. The error code is a non-recoverable error and prevents tele-operation with the arm cart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a z-slide redundancy failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the arm cart assembly threw a non-recoverable error. The arm cart assembly was restarted and there were no further issues. There was no patient involvement.